Event description:
It was reported that the user, preparing for cataract surgery with preoperative fasting, asked whether to remove the device and expressed concern about potential hypoglycemia after dinner announcements while fasting; review of recent bionic reports showed occasional readings below 70 mg/dl without a pattern, and troubleshooting and education were provided regarding meal size selection and perioperative use without x-ray exposure. Symptoms included hypoglycemia. Outcomes included no reported injury, no emergency care, and self-management with oral glucose if needed. Investigation included review of available device data and user counseling. Investigation of this case revealed no device malfunction or component issue, and the event cause remained unclear based on data reviewed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.